Manufacturer narrative:
Failure analysis found intermittent act button due to moisture damage on keypad trace. The insulin pump had cracked lcd window, missing end cap sticker, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were breaking on the insulin pump. It was reported the customer had to constantly hold onto the buttons to enable a response. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.